Event description:
It was reported the patient (B)(6) was admitted to the hospital with sudden onset paralysis to both legs. Diagnostic imaging was inconclusive; however, it was noted the patient had experienced a similar event prior to being implanted with the scs system. Follow up information identified the patient is improving. Additional surgical intervention was performed on (B)(6) 2012 to remove bone from the area above the surgical scs lead which effectively decompressed the area. The patient was walking without difficulty two days following the procedure. The patient was reprogrammed and expected to be discharged from the hospital later that day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.